Event description:
It was reported the subject device had a communication error (e315). The issue occurred during preparation for use for an unspecified therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
Establishment name shortened to (B)(4). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, communication error e315 was unable to be confirmed. However, the image did not display due to connector deformation and damage. Olympus will continue to monitor field performance for this device.